Event description:
It was reported that the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 36 and 48 hours. The pod generated an occlusion alarm during operation. The investigation observed corrosion on the printed circuit board (pcb) during testing.

Manufacturer narrative:
The pod was received fully deployed. Corrosion was observed on the pcb leading to data being unable to be retrieved. Fluid evidence was also observed on the commutator cap. A leak test revealed fluid leaking from the unexposed portion of the soft cannula however no visible tears were observed, even under magnification. The fluid leak contributed to the observed corrosion and fluid evidence on internal components however without the data, it could not be conclusively determined whether a hazard alarm was generated and if the fluid leak may have contributed to it. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s918usqu6eyi7. Hardware: sm-s918u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.